Event description:
During the transfemoral tavr procedure, the sapien xt valve was positioned 60:40 aortic/ventricular, however, during deployment the valve shifted and landed 90:10 a/v. The post deployment angiogram and echocardiogram revealed the valve had been deployed high (aortic) as it relates to the anatomical annulus, resulting in moderate paravalvular leak (pvl). The valve was post dilated with 1cc added. Post dilatation echo showed the pvl had reduced to mild. Although major pvl was not present there was concern of the first valve moving farther towards the aorta and losing what little seal it did have. The decision was made to deploy a second valve. A second sapien xt valve was deployed 60:40 a/v or in a 50:50 fashion related to the ventricular edge of the first sapien xt valve. A repeat echocardiogram showed trace-mild pvl. The root cause of the aortic deployment, after careful review of the first deployment, was two-fold. One, the pigtail catheter that was positioned in the non-coronary cusp and was being used for deployment guidance had been pulled back slightly and was no longer buried in the base of the cusp. Second, an injection of contrast, used to confirm deployment location, was aborted during deployment due to power injector failure. Deployment commenced without use of contrast. The native annulus measured 21mm by tee, 23mm by tte and 21mmx21mm by CT with an area of 400mm². Cta was poor due to lvad artifact. The native annulus, native leaflets and aortic root had no calcification. The image intensifier angle was reported to be good, the coaxial alignment of the delivery system and valve was good, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the 90:10 a/v deployment was attributed to procedure factors (poor CT due to patient¿s lvad, failed use of pig-tail catheter for deployment guidance, no use of contrast due to power injector failure). The patient¿s lack of leaflet calcification was also a contributing factor. Per report, the root cause of the aortic deployment was a combination of procedural factors (pigtail catheter not positioned properly to be used for deployment guidance, and lack of contrast to confirm deployment location due to power injector failure). The lack of annular or leaflet calcification may have also been a contributing factor. Of note, the sapien xt valve is indicated for use in patients with symptomatic severe calcific aortic stenosis. In this case, the patient was reported to have no native annular or leaflets calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.